Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product (ethibond suture) used in this procedure? Citation: ann acad med singapore 2014;43:263-6. [(B)(4)].

Event description:
It was reported via journal article title : the looi suture btechnique for anchoring the lateral tarsal strip to the lateral orbital wall author: joy chan, audrey looi citation: ann acad med singapore 2014;43:263-6. This retrospective non-comparative case series aimed to evaluate the looi suture technique, a small modification in the technique of suturing the lts to the lateral orbital wall periosteum. From 01jan2007 to 30apr2009, 39 eyelids from 31 patients (n=12 male and n=19 female; average age of 75.5 years [54-92 years]) underwent looi technique (n=9 bilateral and n=21 unilateral) for involutional entropion (n=28) and involutional ectropion (n=3). In the procedure, a double-armed 5/0 ethibond suture with a half-circle reverse cutting needle (ethicon, inc) is then passed through the orbital wall periosteum posterior to the orbital rim and at a height that allows good cosmetic apposition of the lower lid against the globe, aiming to increase appositional contact between the lateral tarsal strip (lts) and periosteum. In the early postoperative period, all patients (n=31) developed mild lower lid bruising, but no complications such as lymphedema, conjunctival chemosis or suture granuloma. One unsuccessful case was an (B)(6) female patient with bilateral involutional entropion who had entropion recurrence on pod15. This patient underwent repeat lts where a large hematoma in the lateral canthus wound, and the cheesewired ethibond suture were noted, leaving lts completely detached. Five days later, entropion had recurred again necessitating 3rd procedure where lts was reattached to the superior limb of the lateral canthal ligament. Lid-globe apposition and stability has been maintained in the 1-year postoperative period to date. In the 2 cases that required repeat surgery, one was likely due to undercorrection. The other was possibly caused by some eye rubbing that led to wound dehiscence and haemorrhage. In this second case, it has to be emphasized that the passage of the needle through the periosteum can be traumatic to the periosteum if one does not take care to follow the curve of the needle. Looi suture technique is easy to perform and has a high success rate, making it an ideal suturing technique when performing the lts procedure.